Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the right upper extremity. The catheter was successfully primed. Aspiration was initiated inside the body for approximately 30 seconds. However, a leak was observed under the pump and an error message to check saline supply displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with a zelante catheter. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with no other devices. The device was bloody, inside and out. The pump, shaft, and tip were microscopically examined and visually inspected. Inspection found no irregularities or defects. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the right upper extremity. The catheter was successfully primed. Aspiration was initiated inside the body for approximately 30 seconds. However, a leak was observed under the pump and an error message to check saline supply displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with a zelante catheter. There were no patient complications and the patient's condition was fine.